Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil), other coils, and a non-penumbra microcatheter. During the procedure, the physician placed multiple coils in the target vessel. While attempting to place a smart coil in the target location, the physician noticed the smart coil would not advance past the friction lock within the introducer sheath and, therefore, it was removed. Subsequently, while attempting to advance a new smart coil into the aneurysm, the physician experienced resistance and the smart coil would not advance all the way into the aneurysm. Therefore, the smart coil was removed. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.